Event description:
Patient was revised due to pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update jun 01, 2017: legal medical records received. There are no new allegations. After review of the medical records for the MDR reportability, physical examination notes reported a stocky body habitus, walks with a limp, weak abductors, stiff with painful range of motion. Revision notes stated there was a top of a large cyst noted in subcutaneous of the previous incision and it was a cloudy exudate-type material. There was no signs of infection or inflammation, however, it had a bit cloudy fluid. It was also stated that there was a soft tissue granulation and reactivity which consistent to be adverse reaction of metal-on metal. No laboratory results for metal ions. Product code and lot number of stem were provided. This complaint was updated on: jun 12, 2017.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.